Event description:
During testing at the user facility, it was noted that the device door roller was missing. The device was returned to the biomedical department with an unsigned note that stated, "broken". No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken. The device door could not be properly closed due to the missing door roller and broken door roller pin. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the missing device door roller and broken door roller pin was leaving the door assembly in the open position exposing the door roller pin and door roller to contact damage. This report represents all the info known by the reporter upon query by hospira personnel